Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the 4 soft keys, ok, run, and #1 key to work intermittently and the remaining keys to be inoperable caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had none of the buttons on the keypad working, which was clarified during baxter's evaluation as an intermittent keypad response. It was also reported there was no patient involvement.